Event description:
It was reported that the insulator (B)(4) was cracked.

Manufacturer narrative:
(B)(4). Results code is mechanical shock problem. (Not available in system). The returned device was confirmed to be cracked. The insulator had a 14.84 mm crack on the instrument side. The root cause could not be determined. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.